Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive, at the sensor insertion site. Patient's mother treats the affected area with flonase and milk of magnesia. It is unknown if the patient was prescribed medications, or if medications were purchased over the counter. Patient's mother reported that patient is still experiencing skin reactions, even with the use of flonase and milk of magnesia. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).